Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a: additional common name: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy . D2b: additional product code: gbo, lje e1 - customer (person): (B)(6). Postal code: (B)(6). Phone: (B)(6). G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the blue flexible stiffener of an ultrathane mac-loc locking loop biliary drainage catheter separated during an unknown procedure for a male patient who needed biliary drainage due to neoplasia. The puncture and target placement was carried out in the right flank by the physician without complications. During the procedure, the catheter would not advance over the hydrophilic or high support wire guides despite various maneuvers done by the end user. In the end, the blue flexible stiffener became stuck in the catheter and the "cube" separated as attempts were made to remove it. The device was removed and replaced by another manufacturer's drain. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b7, h6 (annex a) investigation-evaluation it was reported to cook that there was difficulty advancing the ultrathane mac-loc locking loop biliary drainage catheter. The patient required biliary drainage due to neoplasia. Access was obtained by the physician in the patient¿s right flank without complications. The catheter was unable to be advanced over both a hydrophilic wire guide and a high support wire guide. The blue flexible stiffener was stuck in the catheter. The stiffener separated at the hub when attempting to remove it. The cook ultrathane mac-loc locking loop biliary drainage catheter was removed and a device from another manufacturer was used to complete the procedure. Reviews of documentation including the complaint history, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the subassembly lots recorded non conformances. The devices were scrapped prior to further processing of the order. It should be noted that there were no other complaints associated with the final product lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use. ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the results of the investigation, cook medical concluded the root cause category would fall under cause traced to component failure, without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.